Event description:
It was reported that "dr (B)(6) had an anchor-c case on (B)(6) 2012. During the case when using the 9mm inserter to insert a cage, he noted that the cage was spinning on the inserter, so the rep suggested he take the quick release handle off and use the other quick release handle in the set. The cage was inserted with no other problems. The set was sent from dr (B)(6)'s case for other cases in the territory, and was returned to the branch office on (B)(6) 2012. When the set was checked on (B)(6) 2012, it was noted that the tip of the 9mm inserter was broken off."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.